Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie pocket failed. The field service engineer (fse) performed diagnostic testing on all pockets, inspected controller boards and cable connections, released pockets, and checked for debris. After retesting, identified pocket e5 as the failing pocket, released and removed the defective pocket, then returned the station to the application for customer recovery and final verification. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie pocket failed. The customer rebooted the device and attempted to recover; however, the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.